Event description:
Request from reporting facility for the pump's event history log. According to the reporter, the device was in use with patient for delivery of pain medication (morphine). According to the reporter, the patient expired (B)(6) 2014 and family alleges patient nurse had delivered the incorrect amount of medication using the pump and patient death occurred as a result. Reporter could not confirm the patient cause of death. No additional information has been provided.

Manufacturer narrative:
The device was given delivery testing and was confirmed to deliver within specifications. The root cause of the reported issue could not be established as the device was found to be delivering within specifications. The returned pump was found to function as expected. The reported issue could not be confirmed to be device-caused.